Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that during a resuscitation of a patient, the nurse found that the gas supply line was popping off the rd900 neopuff infant resuscitator. The healthcare facility transferred the patient to another bed and another rd900 neopuff infant resuscitator. The healthcare facility also reported that after inspection, a 900rd101 gas inlet adapter was found to have a tiny hole and its end looked melted. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint (B)(4). Gas inlet adapter was received at fisher & paykel healthcare (f&p) new zealand, where it was visually inspected. Results: visual inspection of the complaint (B)(4). Gas inlet adapter confirmed that the tip of the gas inlet adapter to be deformed. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely caused by using of inappropriate cleaning agent. Specially that the customer informed that it was possible that the gas inlet adapter was cleaned with detergent wipes. The 900rd101 gas inlet adapter is a consumable accessory of the rd900 neopuff infant resuscitator. The 900rd101 gas inlet adapter is made of plastic components that are susceptible to mechanical, chemical of thermal damage. The neopuff technical manual states the following under "cleaning" section: -clean all plastic surfaces with detergent-based solution (maximum 2% in water) ensuring the manufacturer's directions for use of the cleaning agent are followed. -caution: ensure no part of the f&p neopuff infant resuscitator or related accessories is immersed in any cleaning liquid or cleaning solution. -caution: do not use abrasive cleaning solution -caution: ensure f&p neopuff infant resuscitator and accessories are checked before returning the infant resuscitator to service.

Manufacturer narrative:
(B)(4). Fisher and paykel (f&p) are currently in the process of obtaining further information regarding the reported event. We have also requested the return of the 900rd101 gas inlet adapter to f&p new zealand for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in australia reported via a fisher and paykel healthcare (f&p) field representative that a 900rd101 gas inlet adapter had only a tiny hole and its end looked melted. There was no patient consequence.